Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post-procedure, the patients right ventricular lead had dislodged, causing low r-wave measurements and high pacing threshold. The patient was asymptomatic. The physician performed a chest x-ray to confirm the dislodgement. The lead was repositioned on (B)(6) 2020. The patient was stable throughout the procedure.